Event description:
The customer reported the evis exera ii xenon light source bulb failed to ignite; however, the spare lamp was working. The event occurred during preparation for use, prior an unknown therapeutic procedure. A similar device was used and was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the lamp ignitor was not working. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the main lamp did not turn on but the spare lamp turned on. Information was obtained that it was due to the failure of the igniter. Olympus will continue to monitor field performance for this device.